Event description:
It was reported that the tip of the k-wire broke off within the patient and was not retrieved.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation found the revolve k-wire fractured at the tip. It's possible contributing factors of the observed breakage could be variations in wire insertion angle, tap trajectory, and screw insertion trajectory. However, the exact cause of the reported issue cannot be determined.